Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were returned detached from the device. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair surgery, t2 of the fast-fix 360 deployed simultaneously when t1 was implanted. T1 was removed using tweezers. Procedure was completed with a back-up device. It is unknown if a delay occurred to due to this event. No patient complications were reported.